Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. MFR report 1 of 2, medwatch report # 2032227-2011-02432.

Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl. The customer reported that the insulin was squirting our from the infusion set during priming. No further info was provided.